Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator was inoperable. The failure happened when the device was not used on a pt. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) print circuit board (pcb). The unit passed extended self-testing.